Event description:
It was observed that during the device evaluation, the subject device exhibited an e218 error, light guide bundle broken, failure in the distal end of the video telescope and poor image quality. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e218 and the poor-quality image occurred due to a component failure of the universal cable, the light guide bundle was broken due a failure of the distal end of the video telescope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.